Manufacturer narrative:
B3: event date unknown. D4: model, catalog, serial, UDI number unavailable. G4: 510k number unavailable. H3: device not received by manufacturer. H4: device manufacture date unavailable. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device would shut down during infusion. It is unknown if there were any patient adverse effects.

Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. No serial number was provided; therefore, a history record review could not be conducted.